Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. She was upset and confused. The pt visited her physician about this event and was still having problems with her device system. The healthcare provider confirmed that the pt experienced a lack of effect. The lead impedance measurements were abnormally high. The pt's device was reprogrammed on (B) (6) 2009. No follow-up report was available at this time.

Manufacturer narrative:
(B) (4).